Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
Customer reported via phone call that a crack on the battery compartment. Customer's blood glucose level was unknown at the time of the incident. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.